Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's lens was broken. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification. The reported condition was confirmed. A visual inspection was performed and showed sever residue build up on the negative lens and cracked internal lenses. This damage is caused by contact with another source and improper cleaning. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.